Event description:
Sorin group received a report that during a procedure, the s5 touch screen would not respond to touch. There was no pt injury.

Manufacturer narrative:
Sorin group deutschland manufactures the s5 touch screen, which is a component of the s5 roller pump. The 510(k) number of the s5 roller pump is k071318. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group received a report that during a procedure, the s5 touch screen would not respond to touch. There was no pt injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.